Event description:
It was reported that during use of bd facslyric¿ carryover was observed. The following information was provided by the initial reporter: contamination: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? Carryover between patient samples. Customer problem: system is having issues with carryover between cells.

Manufacturer narrative:
The following fields have been updated with corrected information. D.4. Unique identifier (UDI) #:(B)(4). H.6 imdrf annex: b21. H.6 imdrf annex: c21. H.6 imdrf annex: d16.

Manufacturer narrative:
H.6 investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, device history review, risk analysis, and servicemax, the potential cause of carryover on the facslyric was determined to be a carryover issue from a partially clogged sample line tubing. The field service engineer confirmed the issue and replaced the sample line from a customer spare stock, reseated the valve v8 pinch tubing, and performed a flush to ensure proper flow and accuracy. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device will continue to be tracked and trended. Information will be captured on trend reports and monitored to determine if further action is needed.

Event description:
It was reported that during use of bd facslyric¿ carryover was observed. The following information was provided by the initial reporter: contamination: 1. Were patient samples contaminated or was their carryover (cross-contamination/mixing) between patient samples? Carryover between patient samples. Customer problem: system is having issues with carryover between cells.

Event description:
It was reported that during use of bd facslyric¿ carryover was observed. The following information was provided by the initial reporter: contamination: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? Carryover between patient samples customer problem: system is having issues with carryover between cells

Manufacturer narrative:
D.4. Medical device expiration date: na. (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.